Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that at a routine follow-up appointment, this implantable device's battery was found to have depleted to 3 months remaining longevity. The physician suspected that the battery was exhibiting premature depletion. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The explanted device has been returned for analysis and is pending the investigation conclusion. Once the investigation is complete, this record will be updated with results.

Event description:
It was reported that at a routine follow-up appointment, this implantable device's battery was found to have depleted to 3 months remaining longevity. The physician suspected that the battery was exhibiting premature depletion. A surgical replacement procedure was scheduled, but has not yet occurred. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that at a routine follow-up appointment, this implantable device's battery was found to have depleted to 3 months remaining longevity. The physician suspected that the battery was exhibiting premature depletion. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The explanted device is expected to be returned for analysis, but has not yet been recevied.